Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the clinical engineer that upon turning the pt to clean the soiled area on the pt's bed, the nurse noted that the pt's pressures dropped to "lethal" levels. Shortly thereafter, chest compressions were started. The surgeon and clinical engineering arrived on scene and noted that the chest compressions were stopped, as the pump had yet to alarm for a pump output less than 2.5 lpm. The pt expired. It was also reported that there were no alarms during the event, even when the device was operating out of the normal operating parameters. Low flows were displayed during the event, and it was noted that the pi values did not drop below 3.0. The pt's pi was in the low to mid 5 range before the nurse turned the pt over, and once he was turned, his pi's dropped. The explanted pump was returned to the manufacturer for eval.

Manufacturer narrative:
The explanted lvad was returned to the manufacturer and analyzed. Eval of the device did not reveal any issues that would have contributed to the reported event. Examination of the inflow and outflow cannula found no adhered deposition or thrombus. In addition, no adhered deposition was found in the pump stators, blood tube or around the rotor that could have affected the performance of the pump. There were also no signs of damage or wear to the pump bearings and bearing cups, and the returned portion of the percutaneous lead was unremarkable. The pump was reassembled and tested under loaded conditions using a mock circulatory loop and functioned as intended. In addition, the system controller was returned and was functionally tested and successfully operated a test pump. A review of device history records showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.